Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-13999mff, fastpass scorpion sl-mf, with batch 13821328 was received for investigation and the evaluation revealed that the pin that holds the trigger and the handpiece together is missing (see evaluation picture 3) and therefore the trigger is disassembled. Functional testing was not performed due to the damage to the device. This is most likely caused by wear and tear due to the age of the device (manufacturing year 2021).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during a surgery that the a screw fell out of the device and disassembled it. The screw or any other parts did not fall into the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with another part number. It was not necessary to switch the surgical technique or do a second surgery. On (B)(6) 2025 (B)(6): further information received that the finger spring and one handle pin which hold the finger were fell out.